Manufacturer narrative:
It was confirmed there was no harm to the patient as the user continued to use a doppler to assess heart tones and the baby was delivered within 10 minutes of hearing the first deceleration. The customer indicated they believe when the monitor is moved in various positions, it puts strain on the ribbon cable and the only resolution is replacement of the ribbon cable. In addition, the customer also indicated the staff followed correct protocol when the fetal monitor failed and the users continued to use doppler to monitor the fetal heart rate. The customer stated they were able to solve the display issue themselves after the event. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. As it was confirmed there was no patient or user harm, this report no longer meets the criteria for a reportable event. A flickering screen would be obvious to the user under close personal surveillance as described in the product labeling shipped with the device. The device is also designed to emit a beep at the time of reboot in case the flickering screen is combined with a reboot. In the case where isp/obtv is also available, the monitoring of parameters will continue to be displayed at the central monitor, and on the monitor the user will notice periodic parameters which will be displayed every few seconds.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. A second serial number was reported for this event. Avalon fm30 fetal monitor, catalog # m2703a, serial # (B)(6) is reported in manufacturer's reference 5182102. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported prior to use, the monitor was fully functional; however, when connected to the patient due to heart rate decelerations noted during active labor, the fetal monitor screen turned on and off and was blurry and fuzzy. This was also true of the mobile fetal monitor. Good faith efforts are ongoing.